Manufacturer narrative:
A ge rep evaluated the system and replaced the rui console. System operates as intended.

Event description:
Customer reported motion problems with the c-arm. No pt injury was reported.